Event description:
Hosp ccu personnel responded to a pt in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. The device's charge button was pressed but, according to the reporter, after the charge reached the selected energy, the device would not transfer energy to the pt. This opinion is based on the lack of a transfer sound when the discharge button is normally pressed, the lack of skeletal muscular reaction to a countershock and the joule display remaining on the display indicating that the selected energy is still available for delivery. A backup device was called for and used and the pt was resuscitated.